Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery for reasons that are not available at the time of this report.

Manufacturer narrative:
Correction to b5(executive summary), and h6( device code, results code, conclusion code, and clinical signs code). The reported event could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Infections are often caused by a multitude of factors such as comorbidity of the patient, the trauma, the surgical intervention and the aftercare. However as per the event, the patient got infected through a different part of the body and it resulted in the implant area being infected and the implant needing to be removed. Hence the event caused most probably due to patient related factor. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient required a revision surgery due to an infection in a different part of the body that resulted in the implant area being infected and the implant needing to be removed. An antibiotic spacer was placed until the infection was resolved.